Event description:
It was reported that during a percutaneous coronary intervention a guide wire fracture occurred. The lesion being treated was located in the mildly tortuous left anterior descending artery. While the physician was loading an unspecified catheter on a 182cm choice pt guide wire the guide wire broke outside of the patient. The portion that remained inside the patient was successfully removed with the unspecified catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention a guide wire fracture occurred. The lesion being treated was located in the mildly tortuous left anterior descending artery. While the physician was loading an unspecified catheter on a 182cm choice pt guide wire the guide wire broke outside of the patient. The portion that remained inside the patient was successfully removed with the unspecified catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the complaint device revealed a fracture on the wire, located approximately 157.5cm from the distal end. The fracture side reveals compression and tension zone, which is evidence of a bending event and the surface of the fracture side shows multiple transversal cracking that is evidence of a bending cycle; and moreover it was observed a kink located approximately at 124cm from the distal end, which is evidence of manipulation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).